Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. Information contained in this report was previously submitted through psr on (B)(6) 2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: weight to the spec, deformation. Cloudy and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process; no openings or issues related to rupture device were observed. The event of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this events. The reason for reoperation are seroma-late, rupture and capsular contracture, baker grade IV. This is a known potential adverse event addressed in the product labeling.

Event description:
The doctor reported: late seroma, rupture and capsular contracture baker grade IV of the left implant. The device was explanted.